Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12-mar-2026, arthrex was notified via email of a case study published in 2020 by the bone & joint journal, titled ¿better functional results of opening wedge hto for varus knees with medial osteoarthritis than opening wedge lfo for valgus knees with lateral osteoarthritis". The study reviewed fifty-two (52) patients who underwent opening wedge high tibia osteotomy, to address high tibial osteotomy (hto), using puddu plates. During the six-month, one-, two-, five- and ten-year follow-ups, one (1) patient experienced nonunion. Source: ekeland a, nerhus tk, dimmen s, heir s. Better functional results of opening wedge hto for varus knees with medial osteoarthritis than opening wedge lfo for valgus knees with lateral osteoarthritis. Bone jt open. Jul 2020;1(7):346-354. Doi:10.1302/2633-1462.17.bjo-2020-0081.r1.